Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00875306201, item name: shell with cluster holes, lot #: 64041398. Item number: 00875101536, item name: neutral liner, lot #: 63778254. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02926, 0001822565-2019-02928. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat with the acetabular shell. Two liners were attempted and neither liner sat properly. The shell component was removed and replaced and a another liner was used to complete the surgery. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI#: (B)(4). The product was returned however the event could not be confirmed. Visual inspection of the shell identified nicks and gouges on the spherical surface, taper, and shell face. The hxpe liner had a screw hole that was created to remove the liner. The vitamin e liner exhibited scratches on the inner and outer surfaces. 2 screw holes were present indicating attempts of removal. No other damages were identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.